Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that there were ultrafiltration (uf) goal and time issues on multiple unknown 2008t machines. Per the biomed, the staff complained that the ultrafiltration (uf) goal was resetting to 3000 ml and the uf time resetting to 3 hours. It was also confirmed that this was occurring while treatments were occurring. There were no diagnostic messages or audible alarms when this occurred. To resume treatment, the operator reprograms the machine and the patients are able to continue treatment. The total number of affected machines was unknown, and serial numbers were not provided. Upon follow-up with the biomed, it was confirmed that the patients were completing treatment. It was also confirmed that there have been no adverse events due to this issue. The biomed confirmed the machines were not alarming. At the time of follow-up, the biomed had not yet looked at the machines. The machines were continuing to be used and no repair work had taken place. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and a serial number could not be provided. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility biomedical technician (biomed) reported that there were ultrafiltration (uf) goal and time issues on multiple unknown 2008t machines. Per the biomed, the staff complained that the ultrafiltration (uf) goal was resetting to 3000 ml and the uf time resetting to 3 hours. It was also confirmed that this was occurring while treatments were occurring. There were no diagnostic messages or audible alarms when this occurred. To resume treatment, the operator reprograms the machine and the patients are able to continue treatment. The total number of affected machines was unknown, and serial numbers were not provided. Upon follow-up with the biomed, it was confirmed that the patients were completing treatment. It was also confirmed that there have been no adverse events due to this issue. The biomed confirmed the machines were not alarming. At the time of follow-up, the biomed had not yet looked at the machines. The machines were continuing to be used and no repair work had taken place. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.